Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper teeth feel loose. Patient provided mobility video showing mobility. Recommended 14 day rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.